Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample with an anti-s showed a false negative reaction when tested with cell #7 of biotestcell-i11 plus in the tube technique. The customer returned the supposedly defective product and also the anti-human globulin (ahg) anti-igg reagent, but not the patient sample that had caused a false negative test result. At the time we received the supposedly defective product, the affected lot biotestcell-i11 plus was already expired. Nevertheless the returned product's sample cell #7 of biotestcell-i11 plus was tested with seraclone anti-s and seraclone anti-s. Cell #7 showed a clearly positive reaction with seraclone anti-s and a negative reaction with seraclone anti-s. These reactions correspond to the antibody identification table and the results of the incoming good inspection as well as the results of the donation center that provided the donor unit for cell #7. The correct function of the ahg anti-igg submitted by customer was also verified. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample with an anti-s showed a false negative reaction when tested with cell #7 of biotestcell-i11 plus. The customer returned the supposedly defective product and also anti-human globulin anti-igg, but not the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.